Event description:
It was reported that in (B)(6) of 2010, the surgeon performed revision surgery on the patient wherein rhbmp-2/acs was implanted. Patient alleges unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.